Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there are bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes under filling. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that there are bd vacutainer pst gel and lithium heparinn (lh) blood collection tubes under filling. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfilled tubes with the incident lot was observed. Further testing on the samples was limited as the tubes contained blood. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, review of the device history record could not be conducted. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Based on evaluation of the customer samples, the customer¿s indicated failure mode for underfilled tubes with the incident lot was observed. Further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. A CAPA has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.